Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the contacts of the battery was confirmed. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis with corroded contacts. The battery was functionally tested at the european distribution center on 13nov2023 and passed all functional testing without issue. The observed damage to the contacts did not affect the battery¿s ability to charge and provide power. Provided information stated that fluid got into one of the charging slots of the universal battery charger. The root cause for the corroded contacts was determined to be due to fluid ingress; however, a root cause for the fluid ingress was unable to be conclusively determined. The 14v li-ion battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 05apr2022 and passed all manufacturing testing prior to being initially shipped outbound on 22apr2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate 3 lvas patient handbook, heartmate 14 volt li-ion battery instructions for use (IFU) and the heartmate universal battery charger (ubc) IFU. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot ubc alarms. Heartmate 3 instructions for use section 3- ¿powering the system¿ and heartmate 3 patient handbook section 3- ¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery had some sort of soot/ black spurs on the contacts and the patient was recommended not to use the battery anymore.